Manufacturer narrative:
The device is not returned to MFR, but the MFR is able to perform tests in the same condition using the osmium coated spindle. The test shows that using osmium coated spindle the arcing continued to occur but not using a new (non-coated osmium) spindle the arcing. The unit itself functioned as designed. Evaluation results: the column of the rack support was covered by osmium and during the emission of the microwave energy there are the presence of arc during the non-polar toluene reagent step. The arc at high energy damaged spindle and cassette unit. Milestone has identified the potential root cause (arcing of microwave during non-polar reagent step due to osmium build-up on exposed spindle component creating the presence of a reflection angle), but further testing is required to confirm root cause and potential corrective actions. Milestone will submit a f/u report, if required, once add'l data is available.

Event description:
The histos rem unit (microwave histoprocessor) was processing in toluene step. A lab tech detected a burning plastic odor coming from the processor. He immediately terminated the programmed step and turned off the unit. The plastic vial (holding the specimen baskets) was partially melted and the solvent (toluene) in the vial was discolored. Some of the solvent was forced out of the vial into the surrounding microwave chamber. Normally, toluene would remain colourless after this step. Also, the specimen baskets contained within the vial were partially melted/distorted.